Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker's helix was noted to be sprung. The device was not used, and a new leadless pacemaker was implanted. The patient condition was stable.